Event description:
A customer contacted beckman coulter (bec) reporting a leak of clear fluid (5 ml) dripping from under the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was unable to locate the source of the leak. There were manual probe errors reported by the system when leak was noticed by customer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
On the day of the event, bec customer technical support (cts) assisted the customer in performing basic troubleshooting over the phone. During troubleshooting it was determined that the solenoid 24 was not energizing causing the "manual probe not in" errors. Cts instructed the customer to clean up the spillage, reseat the solenoid 24 cable, and to confirm that the connection is secure. The customer was then instructed to reset the analyzer, and the customer confirmed that the instrument was operating properly without errors or leaks. Startup and controls were performed without any other issues. Per additional communication with a field service engineer (fse), the leak occurrence was due to the manual aspirator not shifting "in" position for rinsing and backwashing. It subsequently spilled out the clear diluent for backwashing purpose. There was no broken tubing that caused the leak, and the leak was from the aspirator tip. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).